Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
Tip of the instrument broke off in the screw head. Surgeon felt the screwdriver give way and saw that the tip of the draw rod was broken and was still in the screw head. He was able to use another driver to remove the screw.

Manufacturer narrative:
Method: device history review; device inspection; complaint history review; risk assessment results: the aviator draw rod for rescue screwdriver was confirmed to have the distal tip sheared off. Manufacturing files were reviewed and no issues were found. The likely cause of the tip fracture was a cantilever load applied during screw insertion. This cantilever load is possible if the driver was not fully seated into the screw head during installation of the draw rod, as identified in the surgical technique. Conclusion: the likely cause of the tip fracture was a cantilever load applied during screw insertion. However, the exact cause of the breakage cannot be determined and is likely multifactorial.

Event description:
Tip of the instrument broke off in the screw head. Surgeon felt the screwdriver give way and saw that the tip of the draw rod was broken and was still in the screw head. He was able to use another driver to remove the screw.